Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The available iegms documented the presence of noise in the rv channel. Based on the morphology of the noise signals, the integrity of the lead cannot be assured. The data did not reveal any indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data confirmed the clinical observation. The exact root cause was not determinable based on the information available for analysis, however, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction.

Event description:
Ous MDR - it was reported that approx. 103 months after the implantation, oversensing with artifacts was noted. No inappropriate therapy was delivered. According to current information, this lead remains implanted and active. No adverse patient side effects were reported.